Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly and the instrument jammed. The hosp has reported no pt injury occurred.